Event description:
It was reported that: when attempting to enter the peel away sheath into the skin the tip pealed back. Additional information: the insertion was done in the left cephalic vein. There was no issue with puncture and the swg advanced easily. A small incision was done with a scalpel. The tip of the peel away sheath split prematurely, and it was impossible to insert it. It did not enter the vein. Another device was used to finish the procedure successfully. There was no reported patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when attempting to enter the peel away sheath into the skin the tip pealed back. Additional information: the insertion was done in the left cephalic vein. There was no issue with puncture and the swg advanced easily. A small incision was done with a scalpel. The tip of the peel away sheath split prematurely, and it was impossible to insert it. It did not enter the vein. Another device was used to finish the procedure successfully. There was no reported patient harm or injury.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away sheath split prematurely was able to be confirmed by the photo. The image shows a used peel-away sheath with the body peeling from the distal tip. The device is designed to peel from the proximal end, therefore, the image indicates a potential extrusion issue. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a peel-away sheath splitting prematurely was confirmed by visual inspection of the customer supplied photo. The image shows a used peel-away sheath with the body peeling from the distal tip. The device is designed to peel from the proximal end, therefore, the image indicates a potential extrusion issue. Based on these circumstances and the customer photo, the probable root cause is likely manufacturing-related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.